Manufacturer narrative:
Patient identifier: (B)(4). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -11.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to low vault. On (B)(6) 2020 a replacement lens of longer length was implanted and the problem resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic torn and deformed with foreign residue on the lens. Claim# (B)(4).